Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision procedure to left hip due to unknown reason.

Event description:
Patient underwent revision procedure to left hip due to unknown reason. **update** (B)(4) 2013 - litigation papers received alleging that the patient suffers from pain and excessive levels of chromium cobalt. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: synovial hypertrophy slightly brownish stained; resorptive cyst; fibrinous debris.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013-litigation papers received alleging that the patient suffers from pain and excessive levels of chromium cobalt.